Manufacturer narrative:
This case, with patient identifier (B)(6) (meter with serial number (B)(4)), is related to case with patient identifier (B)(6) (meter with serial number (B)(4)). It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 115 mg/dl(meter with serial number (B)(4)) and 55 mg/dl (meter with serial number (B)(4)) no adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.